Event description:
Info was received that reported a pt was hospitalized on (B)(6) 2012, due an incident of hyperglycemia. Per the report the pt had unexplained high blood glucose for several days. She was brought to the hosp when she began vomiting. She was treated with insulin and IV fluids. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not bee returned.

Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.